Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Additionally, noise and increased threshold measurements were observed. An invasive procedure was performed. Connections were checked and verified to be appropriate. A lead fracture was suspected. The lead was surgically abandoned and replaced. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.